Event description:
A customer contacted beckman coulter inc (bec) customer in regards to low total bilirubin (tbil) on one patient generated by the unicel dxc 600i synchron chemistry. The erroneous result was reported out of the laboratory and questioned. The initial sample was rerun as well as a redrawn sample was tested and higher results were obtained from both tests. Amended reports were initiated. Patient treatment was not initiated or withheld based on the low result.

Manufacturer narrative:
Prior to the event, tbil qc results were within the lab's established ranges. No other chemistry errors or instrument errors were noted at the time of the falsely low tbil result. The sample was inspected and found to have bubbles on it. Service was not dispatched. The error was attributed to poor sample integrity.